Manufacturer narrative:
Sample from both of the patients was received for investigation. The reactive results for both patient samples were reproducible. Therefore, the reactive results were believed to be correct for the patients. The elecsys toxo igg immunoassay reagent performed within specification.

Manufacturer narrative:
Updated information about the event was provided. For the patient initially reported, the repeat result on (B)(6) 2021 was 36.4 iu/ml (positive). On (B)(6) 2021, the result from the other laboratory was <3 iu/ml (non-reactive). Data was provided for a second patient: patient 2 was 40 years old. On (B)(6) 2021, the results were 45.7 iu/ml and 46.8 iu/ml with a data flag (positive). On (B)(6) 2021, the result from another laboratory using cmia method was 4.0 iu/ml (non-reactive). For this patient, it was not known if the questionable result was reported outside of the laboratory or if the patient was adversely affected. Samples from both patients were requested for investigation.

Manufacturer narrative:
The investigation is ongoing. This event occurred in ita. Expiration date: expiration date was provided as "june 2021". Unique identifier (UDI) #: (B)(4).

Event description:
There was an allegation of a questionable elecsys toxo igg immunoassay result for one patient sample from cobas e 801 analytical unit serial number (B)(4). The initial result was 43.60 (positive). As there was no previous history for this patient, the customer sent the sample to another laboratory for testing and the result was negative. No specific data was provided. The method used was requested but was not provided. The questionable result was not reported outside of the laboratory.